Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the operator opened the catheter, he found that the front end of the catheter was broken, making it unusable. After replacing with the same model of catheter during the operation, the operation was completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. There was no patient involved in the event. Additional information was received that the catheter was not completely separated, just partially connected. There was no damage or evidence of tampering to device packaging. Additional information was received that the break was located in the distal section of the catheter.